Event description:
During a procedure, an attempt was made to cross through two deployed stents (contrary to IFU) with the vision, in order to treat a distal lesion in the right coronary artery but resistance was felt. An attempt was made to retrieve the vision in order to perform a dilatation of both of the deployed stents and upon retrieval, the stent dislodged. The stent was deployed in a different location (unintended site) than the target leison. The distal lesion was successfully treated using another stent. There were no pt effects reported.